Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose (bg) levels reached 800 mg/dl whilst using multiple pods, leading to hospitalization from (B)(6) 2025 to (B)(6) 2025. An ambulance was called and they were transported to hospital. They experienced no symptoms other than high bg levels. The diagnosis was hyperglycemia. The patient became frustrated with the number of questions asked and did not provide details about the treatment received. The third pod was discarded at the emergency room (ER).